Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("allergy to nickel"). At the time of the report, the endometrial ablation and allergy to metals outcome was unknown. The reporter considered allergy to metals and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: endometrial ablation, nickel sensitivity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced allergy to metals ("allergy to nickel"). At the time of the report, the endometrial ablation and allergy to metals outcome was unknown. The reporter considered allergy to metals and endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: endometrial ablation, nickel sensitivity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.